Event description:
The surgeon provided additional info stating the intraocular lens (iol) was implanted on 5/23/2001 and noted to be partly subluxed into the anterior chamber with pupillary capture on 6/7/2001. The iol was removed on 6/25/2001 with resultant aniridia. As of 10/26/2001, the pt is using an aphakic bullseye soft contact lens. Her visual acuity is 20/50.

Event description:
A surgeon reported that an intraocular lens (iol) became dislocated and adhered to the pt's iris. The iol was removed and replaced. Add'l info has been requested.